Event description:
It was reported in clinic notes received that the pt was experiencing an increase in seizures, fatigue, and is being referred for prophylactic battery replacement. The notes indicate that the physician will increase medication if the pt's seizures persist following vns replacement. Attempts for further information have been unsuccessful to date.